Manufacturer narrative:
Block h6: imdrf device code a0501 captures the reportable event of sleeve detached.

Event description:
It was reported that during the ureter lithotomy procedure, when the stent passed through the guidewire, it was noted that the guidewire disassembled from the part most proximal to the catheter causing the spring part of the guide to tear and wrinkle the dob catheter. The guidewire was removed, and another catheter was used to continue with the surgery. There were no patient complications reported.